Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Currently, the customer has not requested service from sorin group and only has requested support to order a new rotary encoder. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the rotary encoder of the s5 double head pump became stuck or began to drag when the pump was started during preventive maintenance. There was no patient involvement.